Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was under infusing the following information was received by the initial reported with the following verbatim it was reported by customer that there was an under infusion of lipids and tpn and the device displayed a bottle-side pressure sensor over range error (error code 240.4150). The pump alarmed ¿IV infusion complete," however the bag of lipids was full with the top 3/4th of the bag containing white lipids and the bottom 1/4th containing yellow tpn from a different bag connected to the infusion line by y-site connection. The customer believed backflow of medication from one bag to the other occurred. When the device was evaluated by the hospital biomed it displayed a pressure sensor over range error (error code 240.4150) verbatim#:

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: unknown batch number#: unknown. It was reported by customer that there was an under infusion of lipids and tpn and the device displayed a bottle-side pressure sensor over range error (error code 240.4150). The pump alarmed ¿IV infusion complete," however the bag of lipids was full with the top 3/4th of the bag containing white lipids and the bottom 1/4th containing yellow tpn from a different bag connected to the infusion line by y-site connection. The customer believed backflow of medication from one bag to the other occurred. When the device was evaluated by the hospital biomed it displayed a pressure sensor over range error (error code 240.4150) rcc received a complaint via email. Disposable complaint (B)(4) it was reported that there was an under infusion of lipids and tpn and the device displayed a bottle-side pressure sensor over range error (error code 240.4150). The pump alarmed ¿IV infusion complete," however the bag of lipids was full with the top 3/4th of the bag containing white lipids and the bottom 1/4th containing yellow tpn from a different bag connected to the infusion line by y-site connection. The customer believed backflow of medication from one bag to the other occurred. When the device was evaluated by the hospital biomed it displayed a pressure sensor over range error (error code 240.4150).